Event description:
Patient reported via breast implant follow-up study (bifs) left side reoperation due to capsular contracture (baker grade unknown), "pocket was redone" implying implant malposition, and "stretch the skin, muscle was showing". Healthcare professional later reported that a capsulorrhaphy procedure was performed in which the "capsular contracture", "nipple depression", and "malposition" were addressed. It was also indicated that the event of "malposition" was not related to the device. Healthcare professional later reported reason for removal as left side "rupture". The device was explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.